Event description:
A large organizing thrombus had formed at the inlet to the right ventricular assist device (rvad) supporting a bi-vad pt. The manufacturer clinical representative went to the center, examined the thrombus and confirmed a large organized mass located just under the inflow valve measuring about 2 inches x 2 inches in size. The pt is stable. Both pumps are emptying and filling properly (fill signal present and empty flash bilaterally). The hospital is continuing to monitor the size of the thrombus and managing the pt's anticoagulation treatment.